Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the distal part of the penumbra system 5max ace reperfusion catheter (5max ace) was fractured upon removal from the packaging hoop. The physician also confirmed that the valve detaches easily from the y-connector with a slight loosening of the valve. The damaged 5max ace was found prior to use and was not used for the procedure. The procedure was completed using a new 5max ace and another manufacturer's device.

Manufacturer narrative:
Result: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured under the strain relief approximately 0.8 cm from the hub. The valve of the rhv was disconnected. Conclusion: evaluation of the returned device revealed the 5max ace was fractured under the strain relief. This type of damage typically occurs due to improper handling during preparation. If the 5max ace is forcefully manipulated at an angle during removal from the packaging, damage such as this may occur. Further evaluation revealed the valve was disconnected from the rhv. The root cause of this rhv failure could not be determined. Penumbra devices are 100% visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.